Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: analysis of the returned device noted that the stent was detached and damaged. The stent protector was returned with device, the inner diameter of stent protector was 0.0415¿(measured with pin gage). There were several stent struts that were stretched and bent. The stent delivery system was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 20% stenosed target lesion was a moderately tortuous complex lesion. During implantation of a 2.25mmx28mm synergy drug-eluting stent , the physician noticed that the stent couldn't be seen clearly on the angiography. It was then realized that during preparation the stent had remained "attached to it's hood" upon removal of the stent protector. The stent was found in the trash stuck with the plastic cover/hood. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 20% stenosed target lesion was a moderately tortuous complex lesion. During implantation of a 2.25mmx28mm synergy drug-eluting stent , the physician noticed that the stent couldn't be seen clearly on the angiography. It was then realized that during preparation the stent had remained "attached to it's hood" upon removal of the stent protector. The stent was found in the trash stuck with the plastic cover/hood. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.